Event description:
Customer reported a past high blood glucose event, with the specific highest bg level unknown but displayed as "high." Customer addressed the issue by changing the infusion set and cartridge, and cts recommended consulting with a healthcare professional to discuss potential factors affecting blood glucose levels.